Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that 2 cassettes from lot number 4235231 would not read on pumps; one event occurred today and the other event occurred sometime last week (exact date unknown). Patient was able to mix and attach new cassettes on both occasions and successfully resume infusion. Pharmacy is replacing cassettes. No further info, details or dates provided. Fault occurred while in use with patient. Device is available for investigation. Patient had additional device(s) - they were able to switch to. Patient was able to successfully continue infusion. Infusion is life-sustaining. No patient injury was reported.